Event description:
The customer reported that the unit unexpectedly shut down.

Manufacturer narrative:
The device was evaluated at philips, and the symptom was confirmed. Replacing the processor pca resolved the issue.